Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited atrial undersensing. Technical services (ts) was consulted, noting the undersensing results in atrial sensed events in the post-ventricular atrial refractory period (pvarp), causing irregularity in the ventricle which may increase the chance that ventricular tachycardia (vt) will develop. This phenomenon recurred several times in the onset of the episode. Ts recommended adjusting atrial sensitivity and consideration of a shorter av delay. This ICD remains in service, and no additional adverse patient effects were reported.